Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen doses are not recorded. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the inpen. The inpen will be returned for analysis.

Manufacturer narrative:
Customer reports: doses not transmitting to app. Per visual inspection: injection foot and dose window are missing. Minor scratches on cartridge holder and no physical damage to inpen front shell was noted. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 14u, 14.5u, 15u, 14.5u, 15u, 15u, 15u, 15u, 14.5u, 14.5u. Installed front shell to testing inpen and front shell did stay attached. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: inpen failed base line functionality test, could not pair and passed displacement dose accuracy. Destructive testing showed that dose log inaccuracy was caused by a pattern wheel misalignment due to an encoder base bond failure. Abrasions down the length of the dose nut. Therefore, the customer concern of doses not transmitting was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.